Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient started having headaches since (B)(6) 2015 but it had been getting worse and on (B)(6) 2016, it felt like the patient had a needle sticking in the shoulder blades and upper back. The patient turned the stimulator off for a while and the symptoms went away. Then the patient turned the stimulation on because the headaches came back and within half an hour the symptoms came back. On (B)(6) 2016, the needle sticking feeling was creeping down the spine and left arm. The patient met with the healthcare provider (hcp) in 2015 and they checked the lead and it looked fine. They thought it could be scar tissue and nerve that was causing the problem. Later, the manufacturer's representative (rep) reported the patient was unable to use stimulation for more than 30-45 minutes because of development of pain in the neck, across shoulder blades, and radiating down the middle back. When the system was turned off, the pain resolved. There was a progressive increase in headaches in the past few months. The inability to use the stimulation system spontaneously started without warning. The patient was to be seen for evaluation by a rep at an appointment. Further, the hcp reported the stimulator was totally off and the patient could not tolerate it being on. The patient was seen by the rep and reprogrammed. The patient stated he liked the new setting and had some relief. The hcp said the rep said the patient was anxious about the longevity of the relief as he had noticed the headaches seemed to be increasing in frequency and intensity. The patient would notify the rep for additional programming. No surgical intervention occurred and it was unknown if any was planned. Relevant medical history included headache.